Event description:
Taxus express post market surveillance study. It was reported that 301 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with in stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, type b2, 90% stenosed 3.5x32mm target lesion located in the distal portion of the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 3.5x14mm unk balloon inflated to 8 atmosphere's (atm's) and the placement of a 3.5x32mm taxus express2 drug eluting stent deployed at 13 atm's. Post dilatation was not performed. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. The pt was discharged two days later on bayaspirin and panaldine. At 301 days post, the index procedure in stent restenosis was confirmed in the target lesion (proximal lad). Treatment implanted an unk taxus stent in the 90% stenosed 3.5x15mm target lesion resulting in 0% residual stenosis. The event relation to the device was listed as "definitely".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."